Event description:
A report was received that the pt was hospitalized due to an infection at the pocket site. The pt's symptoms were fever with redness, soreness and pus at the pocket site. The pt's entire precision system was explanted and she was treated with intravenous antibiotics. Infection was not device related and no culture was taken. The pt was reportedly doing fine after the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.